Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had an irrigation of the wound post-operatively had an antibody or antibiotic administration.